Manufacturer narrative:
H10: a field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced the display but was unable to power on the device. The fse then determined that the power management (pm) printed circuit board assembly (pcba) was faulty and required a replacement. The fse then replaced the pm pcba to resolve the issue. The fse replaced the display and pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that there was an issue with the display. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was an issue with the display. The rse confirmed the reported the issue and determined the display was blank. Onsite service is currently pending.